Event description:
This complaint is now reportable based on the device analysis completed in 2009. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the stent could not be deployed. The procedure was indicated for palliative treatment of pancreatic cancer. The target lesion was in the bile duct. A cvd bil endo 8fr 10x80 194cm stent had been advanced to treat the target lesion. While attempting to deploy the stent, the physician was unable to pull back the outer sheath and deploy the stent. The physician attempted again "more forcefully" but the stent could not be deployed. The device was removed from the patient and the procedure completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable." Returned device analysis revealed the stent was partially deployed and the outer sheath was detached from the t-bar.

Manufacturer narrative:
Visual examination of the returned device found that approximately 2cm of the distal section of the stent was deployed. The outer sheath was detached from the t-bar. An examination of the t-bar found that a fillet of glue was present. The exterior tube was kinked at approximately 8.2cm and 92.4cm distal to the proximal edge of the blue exterior tube. The exterior tube was manually retracted and the stent deployed with no restrictions noted. No damages were noted with the deployed stent. The inner shaft at the location of where the stent had been crimped initially was kinked at various locations. A device history record review was performed and no issues were noted. The most probable root cause of the reported complaint is manufacturing related.